Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th march 2025, it was reported by a sales rep via email that for 3 units of ar-1923ps, suture anchor, peek pushlock® 2.9 x 15.5 mm, on insertion of pushlock, the anchor crumbled up the inserter. This happened for all three units in the same batch. This was detected during use in a shoulder stabilization procedure on (B)(6) 2025. The procedure was completed successfully as they used a different batch of pushlock. 13th march 2025 - further information provided from the sales rep, after talking to the surgeon that one anchor broke while inserting into the drilled hole and pieces were retrieved by the surgeon.

Manufacturer narrative:
Correction: d2a.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.